Event description:
During an laa closure procedure, as an attempt was made to place a 12f amplatzer torqvue 45 x 45 delivery sheath (tv45x45) the patient experienced a significant drop in blood pressure. Tamponade was documented on a transesophageal echo and pericardiocentesis was performed. After the patient was stabilized, a 25mm amplatzer amulet (acp2) was implanted successfully. The patient was transferred to the ICU in stable condition. According to the physician, the event and effusion that led to tamponade may have been caused by the tv45x45 and was not caused by the acp2.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the tv45x45 was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the sheath, and the cause for the reported event remains unknown.